Manufacturer narrative:
Product analysis summary. A visual examination of the returned prolieve rectal temperature monitor revealed no evidence of separation, excess glue nor damage / imperfections. Functional evaluation of the device found that it was producing accurate temperature readings. The root cause for this event could not be confirmed as the reported event could not be duplicated under test conditions. There were no issues found with the returned device.

Event description:
It was reported to boston scientific corporation that upon receiving the prolieve rectal temperature monitor (rtm) and removing it from the box, it was giving incorrect temperature readings.